Event description:
Hill-rom received a report from the account stating the bed exit would not work. The bed was located in medsurg at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found the communication cable was bad. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011 to 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the communication cable to resolve the issue. Based on this info, no further action is required. See scanned page.